Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff, pump and balloon were visually inspected and tested for leak. The cuff and pump passed visual inspection. There were no damage or abnormalities found. The cuff and pump passed the leak test, and the pump passed functional test. The balloon was identified to be non-spherical. The balloon had a leak due to a tear from tool/sharp instrument damage on the shell. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device had a fluid leak from an unknown location. The device was removed and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device had a fluid leak from an unknown location. The device was removed and replaced. No further patient complications were reported.